Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited low impedance. The lead was otherwise electrically stable. No intervention was performed. The patient would continue to be monitored.

Event description:
New information received on 10 jul 2019 indicating that the patient presented in clinic for follow up. Upon device interrogation, the right ventricular lead exhibited low lead impedance. No intervention was performed. The patient was stable.

Event description:
New information received on 25 jul 2019 indicating that the patient presented for procedure on (B)(6) 2019. During the procedure, the physician found the vein to be occluded and could not complete the procedure due to patient related issues. The lead remained implanted and the procedure was not completed. The patient was discharged.